Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient receiving morphine (unknown dose and concentration) via an implantable infusion pump. The indication for use was unknown. It was reported that patient was having an magnetic resonance imaging (MRI) scan of her right shoulder. It was also reported the patient told the MRI technician the pump was defective. The name and birth date provided to the MRI technician did not match the serial number of the pump provided by the tech. It was discussed to follow up with hcp to clarify the problem with the pump, patient and device information. Patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.